Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was unable to deliver medicine. This event occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "patient indicated that the medicine was not coming out."

Manufacturer narrative:
H.6. Investigation: ten open 32g x 4mm pen needle samples and four photos were returned from lot. No. 0350878, cat. No. 320559. A clog testing was carried out the returned samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was unable to deliver medicine. This event occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "patient indicated that the medicine was not coming out."